Manufacturer narrative:
Continuation of d10: product ID unk-nv-solitaire (unknown); product type: ; implant date n/a; explant date n/a g2: citation: authors: elawady, s. S., cunningham, c., hidetoshi matsukawa, kazutaka uchida, lin, s., maier, I., jabbour, p., joon-tae kim, wolfe, s. Q., rai, a., starke, r. M., psychogios, m.-n., samaniego, e. A., et al. Outcomes of mechanical thrombectomy for patients with stroke presenting with low alberta stroke program early computed tomography score in early and late time windows. Neurosurgery 95(4) 2024. Doi: 10.1227/neu.0000000000002992. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding outcomes of mechanical thrombectomy for patients with stroke presenting with low alberta stroke program early computed tomography score in early and late time windows. Multiple manufacturer¿s devices were implanted in the study population, though it was not clarified what devices were used. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among patient adverse events included: 90-day mortality occurred in 117/274 patients. Symptomatic intracranial hemorrhage occurred in 44/274 patients. Any hemorrhage occurred in 117/274 patients. No further information was provided pertaining to medtronic products.